Manufacturer narrative:
One cadd solis hpca pump was returned with a damaged lens. The event log was reviewed for evidence of the "calibration test failed" issue. Functional testing and calibration testing were also conducted on the pump. The reported issue could not be duplicated. The unit passed calibration tests, downstream occlusion sensor (dso) was occluded on the high side of specifications and the accuracy was well within tolerance. There was no fault found with the pump.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed calibration test. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.